Manufacturer narrative:
It was reported that the patient has possible infection. A revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has possible infection. A revision surgery is planned to exchange the poly insert.